Event description:
It was reported that this right atrial lead was surgically repositioned due to a dislodgement. This issue was confirmed with x-ray imaging and it occurred moments after the initial implant was concluded. The patient had to be brought back to perform this lead revision. This device remains in service and no additional adverse patient effects were reported.